Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found the power cord receptacle of the device was broken. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause was unknown. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the power cord receptacle of the device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.